Manufacturer narrative:
Manufacturer reference number:(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information. Reference manufacturer report # (B)(4) for the second device used in the same case.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. There were two defective devices in this case. For device one, the needle fell out. For device two, the needle broke in half in the patient. The needle fell into the cavity of the patient but was retrieved. There was no additional patient harm.